Event description:
According to the translation of medical records received from the initial reporter, the pt had their bjork-shiley convexo-concave tricuspid heart valve replaced due to "obstruction and leakage near the valve". Prior to hospitalization, the pt presented with symptoms of dyspnea on exertion. During surgery, the pt had elective replacement of their bjork-shiley convexo-concave mitral valve and a pacemaker inserted. According to the copies of medical records, the pt had post-operative intracranial bleeding and a subarachnoid hemorrhage, and had a "very protracted and complicated progress" after surgery.